Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to never being able to maintain a hard erection, and being unable to achieve penetration. The patient also experienced glans hypermobility and supersonic transporter (sst) deformity. The patient underwent a surgical procedure in which the reservoir was removed. No more information available at the moment. Should additional information become available, it will be provided.